Event description:
Philips received a complaint by the customer on the v60 indicating that there was a reoccurring 1109 "machine pressure sensor autozero failed" alarm on the screen during patient setup. There was no reported harm to the patient or user. The investigation is ongoing.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17284.

Manufacturer narrative:
H10 the customer noted to the remote service engineer (rse) that there was a 1109 error code in the event log and that previous services have replaced solenoid 3 and 4 and the data acquisition (da) printed circuit board assembly (pcba). The customer requested further troubleshooting to correct the issue and reported that a pin became misaligned when a new da pcba was installed. Although the rse advised the customer to replace solenoid 2 and 4 and the da-mc cable and inspect the internal exhalation port and air inlet port for blockage, it was ultimately determined that the reported issue was due to a pin alignment issue. The customer informed the rse that the issue did not present for some time, and the device had been in service at least once. After realigning the pins and verifying that the device returned to full functionality, the customer ran the device in test mode for 48 hours to ensure that the issue was resolved prior to returning the device to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. H11: updated contact information, contact office entity, and manufacturing site.